Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Stage revision, final stage - stage revision was due to massive bone loss in glenoid. Quality assurance spoke to the representative about the explant being only a screw. The surgeon had implanted a glenoid and other parts about six months ago. When he went for this revision the screw was found to be loose; he replaced the screw and closed the patient.